Event description:
It was reported that the patient presented with a non-working inflatable penile prosthesis device. During revision surgery, the physician confirmed that the reservoir had a small leak, causing fluid to leak out and making the device unusable. The device was subsequently explanted and replaced. There were no patient complications.